Event description:
Clinical trial. It was reported that post index procedure, the patient expired. The index procedure treated a de novo lesion in the mid right coronary artery (rca). The lesion was 3 mm wide, 14 m long, and 90% stenosed. There was moderate calcification and mild tortuosity. The physician predilated the lesion prior to placing a 3.0 x 20 mm taxus express2 stent. Post dilatation stenosis was 0%. The patient received a gpiib/iiia inhibitor, aspirin, and plavix during the procedure. The patient was discharged 9 days post index procedure on aspirin and plavix. It was reported that on day 507, the patient died due to an unknown cause. The death was found searching the national death index, and it is noted that further information is not available.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 6924265 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.